Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. No product lot number was reported; therefore, no qualification records were reviewed.

Event description:
The patient's mother reported on (B)(6) 2013 at 6:55 pm, her son activated a new pod. His blood glucose, carbohydrate intake and insulin history for the following days are as follows: (B)(6). At 8:34 am, the pod was deactivated and he stated the needle never "ejected" the cannula into the infusion site. He checked for ketones and they were high. He was also having symptoms of dka, such as heart racing, chest pains and vomiting. He gave himself a manual injection of 12 units of insulin and was taken to the emergency room. Upon arrival, he was treated with fluids, anti-nausea and 8 units of insulin. Six hours later, he was released from the emergency room.